Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the reported inability to remove gripper line could not be determined. The reported clip caught on chordae appears to be due to procedural condition. The foreign body in patient appears to be due to the inability to remove the gripper line. The reported patient effect of foreign body in patient as listed in the mitraclip system instructions for use (IFU) is known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip deployed on the chordae and inability to remove the gripper line requiring surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping performed at a2p2. The mr was not reduced therefore the clip was repositioned however became caught in the chords. Attempts to remove the clip were unsuccessful therefore the clip was deployed on the chords. Resistance was met and the gripper line could not be removed therefore it was cut at the femoral access site. The procedure was aborted with the mr remaining at 4 and the patient was sent for mitral valve replacement surgery. There was a clinically significant delay in the procedure. No additional information was provided.